Manufacturer narrative:
(B)(4).

Event description:
The representative reported contacts 0&1 were <50 ohms and other pairs were >4,000. C0 and c1 were viable per the caller. There was a report of loss of therapy, but it was unknown when. A fall was reported. This was considered a sudden change in therapy/symptoms. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.